Event description:
This rv lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2012 due to an unknown reason. The physician was dr. (B)(6) at ssm (B)(6) center in fenton, mo. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).